Event description:
A malfunction was reported on the customer's pump, indicated by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if any issues arise again.